Event description:
Customer reported that she was hospitalized due to high blood glucose, flu, sinus infection and dka. Customer stated that the blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that she was having issues with her sensor it was giving wrong readings, the sensor reading was around 350 mg/dl and her blood glucose was over 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81107.